Event description:
A malfunction alarm was reported, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed to allow the pump¿s battery to fully deplete before returning it, and technical support arranged for a replacement pump to be sent. The customer acknowledged the instructions and agreed to return the problematic pump using a pre-paid label within 10 days.